Event description:
When the pump was interrogated, multiple motor stalls and motor stall recoveries were noted in the event logs; the stalls ranged from approximately 20 minutes to over 24 hours. The patient was experiencing increased pain, but it wasn't clear if the pain was related to the motor stalls or if it was related to a motor vehicle accident the patient was in on (B) (6) 2009. The healthcare professional was considering turning the pump off. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)